Event description:
It was reported that the user experienced hypoglycemia after pausing the ilet pump for several hours when glucose was around 80 mg/dl, which led to subsequent hyperglycemia up to 361 mg/dl due to missed insulin and then a correction that contributed to a low of 58 mg/dl confirmed at 60 mg/dl; the low was treated with approximately 8 ounces of cranberry juice and data were synced. Symptoms included confusion associated with the low and dry mouth, nausea, fatigue, and bloating associated with the hyperglycemia. Outcomes included a delay to treatment or therapy without hospitalization. Customer care agent performed investigative communication with the user and analysis of the information provided. Investigation of this case revealed no device problem and a usage problem characterized as an improper or incorrect procedure or method, with no specific device component implicated. It was concluded, based on previously established findings for similar reports, that failure to follow instructions and an unintended use error caused or contributed to the event. Thank you for the prompt and clear information.